Event description:
A voluntary MDR/medwatch report was received on 11/24/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced a serious event approximately one week prior to the maude submission. The patient uses a tandem t:slim insulin pump. On (B)(6) 2025, approximately 15 minutes before snorkeling, the pump displayed an estimated glucose value (egv) of 228 mg/dl. After 15-20 minutes in the water, the patient became very lightheaded and disoriented. With assistance from her spouse, she returned to the boat. Approximately 5-8 minutes later, the pump displayed an egv of 33 mg/dl. It is important to note that the cgm display device does not show numeric values below 39 mg/dl; instead, it displays the word low for any egv less than 39 mg/dl. Reversal of hypoglycemic shock was not documented. The spouse reported the patient exhibited pallor, and the patient reportedly had no cognitive abilities during the episode. The patient stated this was one of several incidents involving discrepancies in glucose readings and periods of ¿no readings.¿ no additional details were documented. Although additional attempts were made to obtain clarification of event details, no reply has been received. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5178436. Diabetes mellitus is a known cause of hypoglycemia.